Manufacturer narrative:
Customer claims that the ump monitor, suspect model #91070, worked before and after the incident. Not enough information can be drawn from the alleged incident as the ump monitor involved in the incident can not be located by the customer and therefore can not be evaluated by the manufacturer. During a facility visit made by the manufacturer's staff on (B)(4) 2011, (B)(6) asked questions about the mat being pinched by the bed, as the head of the resident's bed had been raised the head a 30 to 40 degree angle, prior to the resident exiting the bed. Pursuant to the site visit, a CAPA was raised and (B)(4) tested this hypothesis. They were not able to produce a no alarm condition. However, it was confirmed that it was possible to defeat the system if the cord to the air mattress is pinched. User instructions already identify this potential condition and warn against such action by the end user. As stated by facility staff, the unit involved in the incident was properly functioning prior to and after the patient's injury had occurred and has been most likely been placed back in use by the end user.

Event description:
On (B)(6) 2011, the (B)(6) reported that a resident fell on (B)(6) 2011 and had sustained a broken leg and a small laceration above the right eye after exiting the bed. Staff members claim that the unit was operating as it should before the incident and that the resident was only left unattended for 4 to 5 minutes. The residents room is located near the nurse's station and staff was able to hear her and come to her aid. Several staff members tested the monitor immediately afterwards and indicated that it was working perfectly. Facility originally reported that the bs-5 unit was tossed in the trash on (B)(6)2011, but later stated that it is likely to still be in service. However, they do not know specifically which resident it may be monitoring. It was reported that the air mattress for the bs-5 unit was tossed in the trash on (B)(6) 2011.